Event description:
The event is reported as: complaint alleges that the column failed the leak test on the dragger ventilator. Complaint alleges that when the column was bypassed, there was no leak. New columns were inserted and the ventilators passed the leak test. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.